Event description:
It was reported the programmer rf (radiofrequency) head was broken. Follow-up information received stated that there were no green lights, and the service disk did not resolve the problem. Replacing the programmer rf head resolved the issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the radiofrequency (rf) head was analyzed and no anomalies were found, could not confirm the reported event. It was noted that the label was missing its backing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.